Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 (mg/dl). Reportedly, the pump basal rate was too high which contact believes contributed to low bg levels. Glucose tablets were consumed and contact adjusted pump basal rate settings to address bg levels.